Manufacturer narrative:
The reported event of no lv output was not confirmed. As received, he device was above elective replacement indicator (eri) . Final analysis did not identify any anomalies.

Event description:
It was reported that the patient's pacemaker system did not pace, and as a result, the patient had a syncopal event. The device was replaced. The patient was discharged. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacture reference number: 2017865-2023-15563. It was reported that the patient's pacemaker system did not pace, and as a result, the patient had a syncopal event. The device was replaced. No interventions were performed for the right ventricular lead. The patient was discharged. No additional information was reported.